Event description:
Report rec'd from abbott international affiliate (abbott united kingdom) that states: "course of anitibiotics stopped 19 oct 1998. Whilst removing IV cannula, it snapped near proximal part. Distal end of cannula was still in vein-removed immediately." The report further indicates event outcome as "improved."no additional info was available.